Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause for the reported problem could be the device was inserted off angle to the bone hole, which resulted in the anchor breakage. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. No nonconformances were identified for this part-lot number combination per qlik query executed on 10/15/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that this was an unknown procedure performed on (B)(6) 2019. While the surgeon was inserting the anchor (223129), it broke off. The bone quality was not much hard. No fragments were retained in the patient. The procedure was completed without a surgical delay. There was no harm to the patient. The device was brand new and the first use when the issue occurred. Additional information provided by the affiliate reported the case was completed by using another readily available anchor. It was also reported that the device will not be returning to (B)(4) for evaluation.